Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery charged from 55% to 100% quickly. The battery gauge then depleted to 5% within an hour. Following the battery drop, the customer was having difficulty charging the pump. Customer reported blood glucose level was not impacted. Reportedly the customer has a backup pump as alternate insulin therapy until the replacement pump is received.